Event description:
It was reported to philips that the flexvision display was frozen during procedure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment was completed as planned and restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that the flex vision display was frozen during procedure. After reviewing the log, fse found the malfunction the host-pc could not connect to the flex vision-pc. As a troubleshooting action, fse found that flex vision pc was defective. To resolve the issue, fse flex vision pc and downloaded the software and returned it to philips for further analysis. The analysis of the flex vision pc failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue did not affect the system. The procedure was completed as planned and restarting the system. This event would not be reportable. The codes were updated based on the investigation outcome.